Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, air leakage due to a small hole on the line was observed. Treatment was restarted with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.